Event description:
Complainant alleges "the package is not completely sealed. 1 each was found during set up for a procedure, no delay occurred."

Manufacturer narrative:
The actual device was not returned for evaluation; however, we could confirm the complaint based on evaluation of product returned previously of the same lot. The root cause is manufacturing error. If a foil jam occurs on the manufacturing line, it needs to be cleared of affected material so that product can undergo the sealing process. In this case, it appears that was not done, leading to poor seals on some foil pouches. Internally, we are updating our instructions to be clearer about clearing affected material from foil jams. In addition, we are updating the inspection procedure to review seal width more often. These should greatly reduce this type of malfunction moving forward. This should be considered the final report. However, if any additional relevant information is identified it will be submitted in a supplemental report.